Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have low pacing impedance. No additional malfunctions were noted. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout.